Manufacturer narrative:
(B)(4).

Event description:
The physician used a cougar wire in the proximal om, which exhibited moderate tortuosity, severe calcification and 90% stenosis. The wire was removed from its hoop per IFU and inspected with no damaged noted. The cougar wire was used with a jr4 launcher guide catheter, and an attempt was made to deliver a non medtronic 2 x12mm catheter, but it was unsuccessful. Resistance was encountered when advancing and retracting the wire. While withdrawing the wire from the significantly calcified artery, the wire got caught on the calcification present in the vessel and a small tip measuring 1mm detached in the artery. The cougar tip did not get caught on another device. There was no impairment of the flow noted. No attempt was made to retrieve the wire tip as the artery. Patient health status post procedure was confirmed as good.